Event description:
It was reported that no air could be extracted from the cassette during filling. The blue plastic part was broken. Another pump was used. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
No product was returned. Two photos of the device were however returned for analysis. A review of the device photos did not confirm the reported issue. If the product is returned, this complaint will be reopened for further investigation. A device history review was performed, and no anomalies were found.